Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer pfo occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system for a patent foramen ovale (pfo) closure. The delivery system was prepared per instructions for use (IFU). The occluder was attached to the delivery cable. The delivery sheath and dilator were inserted across the pfo. The wire and dilator were removed. The device was about to be flushed when it was noted that the blue stopcock lever was out of the stopcock. The luer was quickly exchanged for a 3-way stopcock. The device was flushed with 60cc of sterile saline to ensure that the device was air free prior to wet to wet connection. No air was seen in the device or in the patient. The remainder of the case was performed successfully without incident. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a blue stopcock lever was out of the stopcock. The device was returned to abbott for analysis. The investigation found that the blue handle knob of the stopcock was noted to not be fully in placed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer pfo occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system for a patent foramen ovale (pfo) closure. The delivery system was prepared per instructions for use (IFU). The occluder was attached to the delivery cable. The delivery sheath and dilator were inserted across the pfo. The wire and dilator were removed. The device was about to be flushed when it was noted that the blue stopcock lever was out of the stopcock. The luer was quickly exchanged for a 3-way stopcock. The device was flushed with 60cc of sterile saline to ensure that the device was air free prior to wet-to-wet connection. No air was seen in the device or in the patient. The remainder of the case was performed successfully without incident. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was stable.